Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking y-site valve was confirmed. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety winged infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Blood-like residue was observed on the outside of the y-site valve. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, during hydraulic pressurization, non-continuous leakage was observed emanating from the valve. Microscopic inspection of the sample revealed that the valve housing and septum appeared to be properly formed. A small, non-continuous leak was observed at the y-site valve. The product IFU states ¿needleless y-injection site valve may leak at certain pressures resulting in a small bead of fluid on the valve.¿ a lot history review (lhr) of asdrf034 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdrf034) have been reported from the same facility.

Event description:
It was reported that the nurse was accessing the port and having trouble with getting any flow. They have reported that the nurse will ¿troubleshoot¿ when this happens by pushing and pulling on the plunger of their syringe, which is attached to the distil end of the huber. Either at this point or when they are pulling the syringe plunger back to begin their blood draw is when they see fluid (often times blood) coming out of the medegen septum at the y-site. They have reported that the blood has been ¿squirting¿ out here and that the y-site leaks.